Event description:
It was reported that a patient underwent a laparoscopic incisional hernia repair on (B)(6) 2012 and mesh was implanted. Approximately, one year later the patient experienced a recurrent hernia that bulged through the mesh. The patient required a re-operation to repair the defect. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.